Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fiber optic armored cable assembly has been returned and evaluated by the failure analysis (fa) team on (B)(6) 2026. The customer's reported issue was confirmed but not replicated. System logs indicated communication errors confirming that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This unit was returned along with 2 other components; a vision side cart (vsc) common compute controller board (ccc) configuration (cfg) pn (B)(4) and a patient side cart (psc) ccc cfg pn (B)(4) for the same fault which was replicated on the vsc ccc cfg unit. This fiber optic armored cable assy was installed between carts, surgeon side console (ssc) to vsc, vsc to psc and was successfully programmed and tested on the dv5 in house golden system with no communication issue and no errors triggered at startup. The system started as expected and ran multiple power cycles with no failures, no communication faults and no errors triggered. This cable was idling for 1 hour in normal mode, with no issues and no errors triggered.intuitive surgical, inc. (Isi) received cfg ccc psc (serial number : (B)(6)) and has not completed the evaluation at the time of this report.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Field service replaced the patient side cart (psc) common compute controller (ccc) board, fiber optic cables, and blue fiber pigtail assemblies, resolving the faults. Error logs (31089, 297) traced connection issues to ccc, and final resolution was achieved with successful psc ccc and fiber cable replacements. This unit was returned for failure analysis and the reported " robot is not powering on, error 31089" was confirmed and replicated. Two units, ccc vsc and fiber optic cable were both replaced the same time. The ccc vsc failed did not connect with another ssc or psc with blue cable connect to port2, indicating faults on the firefly fiber optic cable (ff2) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The ccc functions as expected, but when cable is switched back to the original firefly optical cable it fails.

Event description:
It was reported that prior to a da vinci assisted umbilical hernia procedure, the system experienced recurring faults associated with fiber port errors and the patient side cart (psc) common compute controller (ccc) board, resulting in system downtime and conversion of the case to open surgery. Troubleshooting with an intuitive surgical inc. (Isi) technical support engineer identified issues with the blue fiber cables and psc ccc components; however, optical swaps and power cycles did not restore functionality. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the case was converted to open surgery, though this decision had been made prior to the procedure, and no patient injury occurred. The issue was identified prior to anesthesia, before ports were placed, and was attributed to a system malfunction. Troubleshooting was performed with technical support, but the issue could not be resolved.